Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was inside the distal detachment tip (ddt); the embolization coil was stuck inside the introducer sheath. Conclusions: evaluation of the returned device revealed that the ruby coil sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is advanced and resistance occurs, then the device is forcefully retracted, damage such as this may occur. The root cause of the resistance during advancement could not be determined. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed many ruby coils into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the lantern, the physician experienced resistance and was unable to advance the coil. Therefore, the ruby coil was removed from the lantern and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.